Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached, the procedure was delayed by less than 15 minutes. The reporter was unable to provide any additional information. Isi did receive a da vinci product to perform failure analysis. The endoscope was analyzed and the complaint was not confirmed but not replicated. Error 48221 was observed in logs confirming the issue occurred in the field. Additional observation not reported by site: the endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was tested and placed on in-house system or equivalent for functional testing and failed recognize. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was tested and place on an in-house system for cable testing and failed due to wpb defect.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the video image of the 30 degree endoscope plus was upside down. Technical support engineer (tse) reviewed the logs and noticed error 48406. The customer stated they resolved the issue by reseating the endoscope. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.